Event description:
Ectopic pregnancy - laparoscopy - "the trocar tip bent during insertion. A 10mm zero degree scope was used for fios entry. No anti fog agent was used. Port site was at the umbilicus. The surgeon has been in-serviced on the device. I have supported numerous cases with the surgeon during my 4 week eval. The surgeon did 5 laparoscopy procedures during the day. The first 2 x cases he used fios entry and everything worked well. During 3rd case he inserted the trocar and on removal noticed it was bent at the end. The pt was checked but no harm." On (B)(6), 2012 - upon receipt trocar tip was broken; ra is reporting this case to competent authority and FDA.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.